Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the groshong catheter was put on (B)(6) 2019. On (B)(6) 2019 the fluid was on flow through the line, dressing found wet and blood stained when the staff removed the dressing found PICC line connection broken tried to reconnect it but not possible. No other information was provided.